Event description:
A customer reported that they did not receive any readings or alarm messages from the abbott diabetes care (adc) device and were therefore unable to obtain glucose readings. As a result, the customer experienced cramps, lost consciousness, and was unable to self-treat, requiring administration of an intravenous glucose solution by a healthcare professional. Upon arrival, the glucose level was 1.9 mmol/l (approximately 04:50). After treatment, the glucose level increased to 14.2 mmol/l (time unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.